Event description:
It was reported on 10/22/1998 that a pt developed symptoms of dysphagia and vomiting two months following an 8/28/1998 placement of a covered esophageal stent for an esophageal stricture. It was found that the stent had migrated into the pt's iliocecal valve. The device has not been returned for eval and the cause of the event could not be determined.